Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) & co. (B)(4) at the time period, when the item was produced. The reported dislocation was confirmed through x-rays. The replaced inlay was available for investigation. The damage of the inlay indicates that it was overloaded during use. It is assumed that the overload was caused by the patient weight.

Event description:
It was reported that a dislocation occurred and the inlay was replaced.